Manufacturer narrative:
Follow-up # 2 ¿ (07/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/30/2013 and 7/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2012. The patient reported that on the morning of (B)(6) 2012, he obtained blood glucose readings of "10.3mmol/l" with the subject meter and "7.8mmol/l" with another device, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that he was managing his diabetes with "pro metformin" at the time the issue started, but denied making any changes to his usual diabetes management regimen in response to the higher readings. However, on 12/11/2012, during a doctor's office visit, the patient claimed his physician switched out his oral medication and advised him to take janumet instead of the prometformin. The patient denied developing symptoms. At the time of troubleshooting, the csr noted that the test strips appeared to be in good condition. The patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. Lfs has requested return of the subject products. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after the alleged meter inaccuracy issue began. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Follow-up (3/2/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.